Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced a return of symptoms. There were no falls, trauma, or emi reported to be related to this event. The caller indicated that the patient had tried all 4 programs and the patient indicated that at one setting they do not feel stimulation at all, but when they increased stimulation, stimulation goes down the right leg and is too strong. The patient was advised to follow-up with their healthcare provider (hcp) and indicated that they were having accidents again and was not able to get to the bathroom in time. The issue was reported to have been gradual in onset, but a date of onset was provided as (B)(6) 2018. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.